Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 1.25mm rotalink burr was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, the burr got stuck in lesion and also failed to reach set rotational speed. The burr was removed from the patient body in one piece and the procedure was completed successfully using another rotablation method. There was no patient injury.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).